Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: product complaint # (B)(4).the device was not returned. A photo-investigation was performed on the images located in pc's attachments section. Two unknown locking/set screws were observed to not be in the appropriate position, and were proud of the screw head. No product issues were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint was confirmed during investigation. No device malfunction, damage, or defect was noted during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review - unknown lot, therefore a DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown locking/set screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that two (2) innies (right side) from the expedium cfx screw system had loosened. The initial surgery was performed in 2019. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 4); unknown rod (part# unknown, lot# unknown, quantity 2); unknown cage (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown locking/set screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: kwp, kwq, mnh, mni, osh. Investigation summary: complaint summary. It was reported on an unknown date that two (2) innis (right side) from the expedium cfx screw system had loosened. The initial surgery was performed in 2019. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 4). Unknown rod (part# unknown, lot# unknown, quantity 2). Unknown cage (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. H6: photo investigation the device was not returned. A photo-investigation was performed on the images located in pc's attachments section. Two unknown locking/set screws were observed to not be in the appropriate position, and were proud of the screw head. No product issues were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. No device malfunction, damage, or defect was noted during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h6: history review, unknown lot, therefore a DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.